Event description:
Device issue: unspecified failure. Time of device issue: during vessel closure. Adverse event: leg pain, dissection, surgical repair. It was reported that a physician using the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, "the device failed". A femostop was used to achieve hemostasis. After an unspecified duration of time, the pt developed leg pain. A doppler ultrasound revealed poor blood flow in the arterial structure of the leg. During exploratory surgery, a large dissection was identified, which was repaired with a graft. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.